Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 120 units and the insulin gauge remained static at 60-70 units. There was no reported impact to the customer's blood glucose level. Reportedly, the customer delivered 10 units of insulin, and the insulin gauge updated to an accurate fill estimate.